Event description:
A study performed tested the blood glucose of neonates using 5 second contour meters and a roche modular lab instrument. The contour routinely read high compared to the lab test which was performed some time later. A total of 28 tests were performed. The difference between results for 2 of the tests fell in the "c" zone of the parkes error grid, making the difference clinically significant. The difference between the test results may be due to the effects of glycolysis, since there was some time between the heel stick and the lab test. Neonatal blood has a higher hematocrit which would consume glucose at a higher rate. No adverse events were alleged. No product will be returned for eval.

Manufacturer narrative:
Meter serial numbers were not provided, so it was not possible to determine manufacture dates.